Event description:
A customer reported ¿discrepant patient results for testosterone (tes), follicle stimulating hormone (fsh), and estradiol (e2) ¿ on the aia-900 analyzer. The customer stated a patient¿s tes result was 403 ng/dl and was sent out to a reference laboratory to be retested and resulted with 12 ng/dl, per the customer was within normal range using the different methodologies. Technical support specialist (tss) instructed the customer to perform a decontamination procedure and the customer agreed to call back to provide feedback. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.

Manufacturer narrative:
The customer called back and stated they performed decontamination, recalibrated, ran mac controls level 1 and 3, and ran calibrators as samples were all within expected manufactured ranges for all assays. The complaint was resolved by performing a decontamination maintenance. This indicates the reported issue occurred due to a biological contamination problem traced to maintenance. No further action required by technical support specialist. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(6), was installed on (B)(6)2022. A complaint history review and service history review for similar complaints was performed from installation date (B)(6)2022 through aware date (B)(6) 2023. There were no other similar complaints identified during this searched period. The st tes analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The st fsh analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The st e2 analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant result was due to biological contamination problem.